Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, depression and fatigue outcome was unknown. The reporter considered depression, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and bladder disorder ("bladder disorder: unspecified") in a 44-year-old female patient who had essure (batch no. 654839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fatigue, nickel sensitivity, bladder infection, urinary tract infection, vaginal infection, rhinoplasty, narcolepsy and allergic rhinitis. Previously administered products included for an unreported indication: norgestimate ethinyl estradiol from 2005 to 2008. Concurrent conditions included asthma (since childhood), deviated nasal septum, shingles and human papilloma virus infection. Concomitant products included antihistamines since 2009, doxycycline hydrochloride, estrogens conjugated (premarin), fluoxetine from 2012 to 2014, levosalbutamol (levalbuterol), mometasone furoate, oxybate sodium (xyrem), paracetamol (acetaminophen), progesterone since 2016, salbutamol (albuterol) and tocopherol (vitamin e). In 2009, the patient experienced urinary incontinence ("incontinence"), cystitis ("recurrent bladder infections"), urinary tract infection ("recurrent urinary tract infections") and vaginal infection ("recurrent vaginal infections"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("pain: abdominal pain"). In 2012, the patient experienced the first episode of depression ("depression"), fatigue ("fatigue"), premature menopause ("early menopause"), narcolepsy ("narcolepsy/memory is very bad and have difficulty concentrating. Diagnosed with narcolepsy"), mood swings ("mood swings"), the second episode of depression ("more depressed mood than usual") and bladder disorder (seriousness criterion medically significant). In november 2012, the patient experienced rosacea ("rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), uterine prolapse ("uterine prolapse"), allergy to metals ("nickel allergy"), abdominal distension ("bloated feeling") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove the essure implant) and surgery (burch bladder suspension). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, fatigue, urinary incontinence, premature menopause, rosacea, uterine prolapse, allergy to metals, narcolepsy, mood swings, the last episode of depression, bladder disorder and vaginal infection outcome was unknown and the cystitis, abdominal distension, urinary tract infection, feeling abnormal and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cystitis, fatigue, feeling abnormal, genital haemorrhage, mood swings, narcolepsy, pelvic pain, premature menopause, rash, rosacea, urinary incontinence, urinary tract infection, uterine prolapse, vaginal infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, fatigue, abdominal pain, nickel allergy, urinary incontinence, abdominal distension, narcolepsy." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 44 year old patient. Her demographic was updated. Her historical medication, historical/concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Concomitant medications were added. Per plaintiff fact sheet following events: incontinence, early menopause, rosacea, recurrent bladder infection, recurrent urinary tract infection, recurrent vaginal infection, uterine prolapse, nickel allergy, narcolepsy/memory is very bad and have difficulty concentrating. Diagnosed with narcolepsy, mood swings, more depressed mood than usual, bloated feeling, bladder disorder: unspecified, brain fog, pain: abdominal pain and she did not undergo essure confirmation test were added. She had recovered from abdominal pain, uti (urinary tract infection)/bladder infections, brain fog. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and bladder disorder ("bladder disorder: unspecified") in a 44-year-old female patient who had essure (batch no. 654839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included fatigue, nickel sensitivity, bladder infection, urinary tract infection, vaginal infection, rhinoplasty, narcolepsy and allergic rhinitis. Previously administered products included for an unreported indication: norgestimate ethinyl estradiol from 2005 to 2008. Concurrent conditions included asthma (since childhood), deviated nasal septum, shingles and human papilloma virus infection. Concomitant products included antihistamines since 2009, doxycycline hydrochloride, estrogens conjugated (premarin), fluoxetine from 2012 to 2014, levosalbutamol (levalbuterol), mometasone furoate, oxybate sodium (xyrem), paracetamol (acetaminophen), progesterone since 2016, salbutamol (albuterol) and tocopherol (vitamin e). In 2009, the patient experienced urinary incontinence ("incontinence"), cystitis ("recurrent bladder infections"), urinary tract infection ("recurrent urinary tract infections") and vaginal infection ("recurrent vaginal infections"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("pain: abdominal pain"). In 2012, the patient experienced the first episode of depression ("depression"), fatigue ("fatigue"), premature menopause ("early menopause"), narcolepsy ("narcolepsy/memory is very bad and have difficulty concentrating. Diagnosed with narcolepsy"), mood swings ("mood swings"), the second episode of depression ("more depressed mood than usual") and bladder disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced rosacea ("rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), uterine prolapse ("uterine prolapse"), allergy to metals ("nickel allergy"), abdominal distension ("bloated feeling") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove the essure implant) and surgery (burch bladder suspension). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, fatigue, urinary incontinence, premature menopause, rosacea, uterine prolapse, allergy to metals, narcolepsy, mood swings, the last episode of depression, bladder disorder and vaginal infection outcome was unknown and the cystitis, abdominal distension, urinary tract infection, feeling abnormal and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cystitis, fatigue, feeling abnormal, genital haemorrhage, mood swings, narcolepsy, pelvic pain, premature menopause, rash, rosacea, urinary incontinence, urinary tract infection, uterine prolapse, vaginal infection, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, fatigue, abdominal pain, nickel allergy, urinary incontinence, abdominal distension, narcolepsy." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and bladder disorder ("bladder disorder: unspecified") in a 44-year-old female patient who had essure (batch no. 654839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fatigue, nickel sensitivity, bladder infection, urinary tract infection in 2009, vaginal infection, rhinoplasty, narcolepsy and allergic rhinitis. Previously administered products included for an unreported indication: norgestimate ethinyl estradiol from 2005 to 2008. Concurrent conditions included asthma (since childhood), deviated nasal septum, shingles and human papilloma virus infection. Concomitant products included antihistamines since 2009, doxycycline hydrochloride, estrogens conjugated (premarin), fluoxetine from 2012 to 2014, levosalbutamol, mometasone furoate, oxybate sodium (xyrem), paracetamol (acetaminophen), progesterone since 2016, salbutamol (albuterol) and tocopherol. In 2009, the patient experienced urinary incontinence ("incontinence"), cystitis ("recurrent bladder infections"), urinary tract infection ("recurrent urinary tract infections") and vaginal infection ("recurrent vaginal infections"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("pain: abdominal pain"). In 2012, the patient experienced bladder disorder (seriousness criterion medically significant), depression ("depression/ more depressed mood than usual"), fatigue ("fatigue"), premature menopause ("early menopause"), narcolepsy ("narcolepsy/memory is very bad and have difficulty concentrating. Diagnosed with narcolepsy") and mood swings ("mood swings"). In (B)(6) 2012, the patient experienced rosacea ("rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), uterine prolapse ("uterine prolapse"), allergy to metals ("nickel allergy"), abdominal distension ("bloated feeling"), feeling abnormal ("brain fog") and cataplexy ("cataplexy"). The patient was treated with surgery (burch bladder suspension and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, rash, depression, fatigue, urinary incontinence, premature menopause, rosacea, uterine prolapse, allergy to metals, narcolepsy, mood swings, vaginal infection and cataplexy outcome was unknown and the cystitis, abdominal distension, urinary tract infection, feeling abnormal and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cataplexy, cystitis, depression, fatigue, feeling abnormal, genital haemorrhage, mood swings, narcolepsy, pelvic pain, premature menopause, rash, rosacea, urinary incontinence, urinary tract infection, uterine prolapse and vaginal infection to be related to essure. The reporter commented: need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bloating, fatigue, abdominal pain, nickel allergy, urinary incontinence, abdominal distension, narcolepsy." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received. Reporter information and patient relevant history updated. New event cataplexy added. Incident : we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.